Event description:
New information received notes it was unknown if the patient had shortness of breath. The fracture was not apparent on chest-x-ray but due to right ventricular noise on all channels a likely fracture was suspected.

Manufacturer narrative:
Correction: section b5: date of procedure when the right ventricular lead was capped should be (B)(6) 2025, not (B)(6) 2025.

Event description:
New information received notes a fracture was observed on the right ventricular (rv) lead. The rv lead was capped (B)(6) 2025 not (B)(6) 2025.

Manufacturer narrative:
Explanting physician's name at (B)(6) hospital; dr. (B)(6).

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the patient experienced increased shortness of breath. Noise, oversensing with non-sustained episodes, high capture thresholds and rising pacing impedance was observed on the right ventricular (rv) lead. The noise was not reproducible in clinic. A rv lead integrity issue was suspected. The patient was admitted into hospital. Programming changes to increase output and lower a treatment zone were made to address some ventricular tachycardia (vt) under detection and the high capture thresholds. The rv lead was capped on (B)(6) 2025 and replaced. The patient was stable.